Event description:
It was reported that during a farapulse paroxysmal atrial fibrillation procedure, a faradrive steerable sheath was selected for use. There were no abnormalities during the preparation of the sheath. During the first aspiration without a dilator, no air was visible. The catheter was inserted and air was drawn continuously during aspiration. An approximate 40 ml were aspirated and air continued to come out. The sheath was then changed and the procedure was successfully completed. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation paroxysmal atrial fibrillation procedure, faradrive steerable sheath was selected for use. There were no abnormalities during the preparation of the sheath. During the first aspiration without a dilator, no air was visible. The catheter was inserted and air was drawn continuously during aspiration. An approximate 40 ml were aspirated and air continued to come out. The sheath was then changed and the procedure was successfully completed. No patient complications occurred. The device is expected to be returned for analysis.